Event description:
The manufacturer received information alleging a trilogy ev300 device upon initial inspection of device failed system setup. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device upon initial inspection of device failed system setup. There was no allegation of patient harm. The device was not reported to be in patient use. The onsite service of the trilogy ev300 device was canceled. No repair was carried out. The quote was discontinued. The status of the repair case is closed.